Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 21:33:15. During night drain cycle 5, the patient's ultrafiltration reading was 1283ml, indicating the home patient (hp) drained 1283ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria."no additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.